Event description:
Lead breakage was reported. On examination a decrease in the sensing threshold of the right ventricular lead and a slight increase in the impedance of the same lead were seen. The lead was capped and the patient was downgraded from crt-d to crt-p.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.